Event description:
The device was returned for service. During service the device had failure code 570:320:844:0000 in the event history. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. Although requested, no additional contact information was provided.